Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 17jul2019. The faulty power supply was returned and fi (failure investigation) was. The returned power supply was installed in the fi test ventilator in an attempt to duplicate the reported problem. During analysis, it was determined that the failure of the c56 capacitator prevented the power supply from operating on ac (alternating current) power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 25jun2019. Date of report: 26jun2019. Additional information was received from the customer that the ventilator was not being used on a patient at the time that the problem was discovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator generated a 24 volts failed error code. No patient harm reported. Event date not specified, estimate used. Additional information was received from the customer that the ventilator was not being used on a patient at the time that the problem was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The customer troubleshot with technical support. The customer was advised to replace the power supply and was provided with part number and price.

Event description:
It was reported that the ventilator generated a 24 volts failed error code. No patient harm reported. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 17apr2019. Date of report: 31may2019. Information was received that the customer replaced the power supply and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.